Event description:
According to the reporter during procedure, the dissector had red light came on then the surgeon washed the jaws and the light was green again. But then the device was in continuous activation without touching the blue activation button and the transducer was stuck in the device, it's impossible to remove it. When we turn the transducer wheel to remove it the active blade rotates with it. The dissector did not come into contact with any metal instruments. It was not possible to use another dissector with the same generator because the generator was stuck in the dissector. The dissector did not break. The procedure was completed by using a non-medtronic device. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: scg7ab, sonicision 7 generator b scg7ab (serial #: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3 (MFR name and address), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a piece of particulate matter under the activation button. The product analysis found that the torque adaptor had melted. The remnants of the torque adaptor were scattered in the handle body. A larger piece became wedged under the activation button and interfered with its proper function. Further examination of the torque adaptor and interfacing components, the damage appears to be from heat, likely friction. An engineering informal investigation of complaints data for this failure mode and lab testing were performed; however, it has not yielded sufficient evidence that one or more of the suspected probable causes is the root cause. It was reported that the device was difficult to disassemble, not activating during procedure and self activating. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.